Manufacturer narrative:
Correction to section h6 evaluation code method, result and conclusion. Device evaluation summary: one power pac battery was returned to medtronic for further analysis. A visual inspection was carried out and observed burn marks near the battery check button. The button was pressed and the led failed to light up, indicating the battery was not functioning. The battery voltage was measured and observed that the battery voltage was below the expected value. An internal investigation was performed, and more signs of thermal damage were found on the battery printed circuit board (pcb) and damage was centered on a tantalum capacitor near the battery check button. This indicated a probable root cause of a failed tantalum capacitor. Burns on the pcb mount further showed that thermal damage was centered around this component. The complaint was verified when thermal damage was found within the battery, but a definite root cause was unable to be determined. Evidence available showed a probable root cause of a failed tantalum capacitor. The investigation found the probable cause of a failed tantalum capacitor due to thermal damage, but definite cause was not identified. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after starting the charge of a new battery in the ht70 ventilator , white smoke came up from around the ac adapter joint. There was no patient involvement at the time of the reported event.